Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden high out of range pace impedance measurement greater than 3000 ohms and loss of capture in the bipolar configuration. This resulted in a lead safety switch (lss), which automatically switched the lead from the bipolar to the unipolar configuration. Capture was observed and the threshold and impedance measurements were noted to be normal in the unipolar configuration. Boston scientific technical services (ts) indicated there may be something wrong with the outer coil of the lead. It was also noted that the patient experienced syncope the day prior to the high impedance and loss of capture. There were fast ventricular episodes noted on the same day as the syncopal event. The boston scientific representative indicated they will talk with the physician. Subsequent information indicates the plan is to replace the rv lead. The rv lead remains in-service at this time. No additional adverse patient effects were reported.